Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-18716-15 low profile screw head snapped off during insertion. The body of the screw remains implanted, and the broken head was successfully removed. The surgeon was using a jeweler's screwdriver when the head of the screw snapped off. This was discovered during a metacarpal fracture procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the screw head was no longer visible on the nail in the x-ray imaging and was seen outside of the patient in the second photograph . Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.